Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This right atrial (ra) lead was repositioned as it exhibited loss of capture due to a dislodgement the day after implant, lead was successfully repositioned. No additional adverse patient effects were reported.